Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had low blood glucose level. This event occured on 06-nov-2024. Therefore, patient was treated with carbs. Patient went to hospital on 06-nov-2024. Length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.